Manufacturer narrative:
Concomitant products: 4469 lead implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a power on reset (por) occurred on the implantable pulse generator (ipg). The patient experienced shortness of breath and dizziness. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Ventricular lead was manually reset on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.